Event description:
It was reported that the 6600 system would intermittently stop fluoroing. Fluoro beeping will start beeping with no fluoro happening. This happened about 5 minutes after power up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the controller board, mother board and power supply. Intermittent fluoro issue continues. Possibly the mono block is arching. Customer stated they do not want to replace the monoblock. No specific conclusion could be reached. Based on the customers request service call closed. An add'l report will be generated and submitted if further information becomes available.